Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection no visual defects were detected, the cuff inflates properly. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system, the sample works as expected. The complaint could not be confirmed/replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Manufacturer narrative:
E1 - additional phone number provided: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was discharged from intensive care and presented with respiratory deterioration, as congestion and desaturation. The patient had to be ventilated on a portable ventilator in the pneumology department. Despite prior re-inflation of the cuff with a volume of 6 ml, the leaks have persisted. Facility injected up to "18 ml ad" to eliminate the leaks. Significant asymmetry was also observed after a pre-test of the balloon with air when a 7.5mm cannula was changed to a 9mm cannula. After testing with another 9mm cannula, it was observed to have perfect symmetry of the balloon. There was patient involvement and there is adverse event/human harm. The place of occurrence was the hospital. There was no injury, but there was need of medical intervention.